Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. The remote transmission showed the implantable cardioverter defibrillator exhibiting noise oversensing. The noise appeared to be cyclical and high frequency and it was suspected to be due to myopotential oversensing. Programming changes were recommended. No patient symptoms were reported.